Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin and earth wire were placed back into the cradle socket. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to display live images. No patient injury was reported.